Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical product: (B)(4) ICD implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information,n relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial and left ventricular lead became dislodged during the right ventricular lead explant. Both the right atrial and left ventricular lead were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.